Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Patient-related-factor. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.5/1.5/071 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was explanted due to glare/halos. The problem was resolved. Cause of the event is a patient-related-factor with the device not performing as intended. Status of the eye is reported as, "ok."